Event description:
Initial reporter indicated that they had been experiencing communication problems with every patient with their programming wand. He changed the wand battery, is not plugged into the wall, does not hold the handheld and wand close to each other, can palpate all of their devices. He tried rotating the wand, checked all of the connections and he could still not get the wand to communicate. The wand is at manufacturer pending completion of product analysis.